Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that marksman catheter encountered resistance with the pipeline stent. The pipeline stent also failed to open in the distal section. The patient was undergoing surgery for an aneurysm. The accessed vessel was the right femoral artery with a diameter of 7mm. It was noted the patient's vessel tortuosity was severe. It was reported that angiography revealed that the patient had a wide-necked aneurysm in the right c6 ophthalmic artery. Following the doctor's advice, a dense mesh stent was implanted. Established access. Type IV cavernous sinus segment, the path was tortuous, the stent catheter was in place, the stent ped500-18 was used to anchor the lesion position, the distal end was in the c7 segment of the internal carotid artery. After deploying the stent and deploying it repeatedly, the tip end could not be opened. After trying to retrieve it three times, it still could not be opened. The surgeon retrieved the stent and delivered it to a horizontal section close to m1, preparing to deploy the stent. However, after five repeated deployment and retrieval operations, the stent tip still could not be opened. The patient's condition was urgent, so the stent was removed and replaced with ped-475-20. Marksman150 was used. After the ped was hydrated, the tip of the stent was pushed into marksman150. It was found that the stent could not be pushed into the microcatheter. The surgeon tried to lay the microcatheter flat but was unable to push the tip end of the stent into the tail end of the microcatheter, so replaced it with phenom27. The stent was successfully pushed into the tail end of the microcatheter and deployed, ending the operation. It was reported there was catheter resistance in the proximal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max 6f 088 sheath, h00003260, navien 058 catheter b493403, fathom-14 guidewire 33103053.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.